Event description:
It was reported that a spectrum pump had an middle row of keys. 4 5 6 will not activate as well as the on/off intermittently working during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d1: brand name, d3: device manufacturer name, d4: model #, d4: unique identifier (UDI) #, g4: combination product. Additional information: d9,h3, h6, h11: the device was received for evaluation. During functional testing, 'the middle row of keys. 4 5 6 will not activate as well as the on/off intermittently working' was reproduced. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be keypad does not respond to input correctly. Keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.